Manufacturer narrative:
Technician found mattress ticking has leaked and foam is sunken and has been soiled from fluid leaks. Technician replaced with revitalization mattress kit. No report of patient or staff impact.

Event description:
Customer alleged they had a bed with a sunken mattress.